Event description:
It was reported that a patient underwent a revision procedure approximately 1 week ago due to the polyethylene liner/bearing dissociated from the mini humeral tray, which resulted in a dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: mini tray +10mm cocr +0 offset cat# 110031401 lot# 64433229 the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.